Event description:
Pt who was introduced to an induo doser (insulin delivery device) in 2003 for type I diabetes, experienced elevated blood glucose levels for 1 week and was hospitalized for diabetic ketoacidosis for 4 days. Reported that the push button on the doser in question started to become hard to depress. They suspected that the doser was not dispensing the correct amount of insulin. The blood glucose levels started to become elevated. Increased to over 500 mg/dl 3 days later and they went to the emergency room where pt was diagnosed with diabetic ketoacidosis. The next day pt was taken by helicopter to another hosp so they could be evaluated by their endocrinologist. Pt was admitted to the hosp where they were treated with insulin intravenously and their blood glucose levels normalized. The event resolved completely and the pt was discharged from the hosp 3 days later. Their blood glucose levels have been normal since they were discharged. There have not been any recent changes in pt diet, activity level or health status. The pt performs an air shot and changes the disposable needle each injection. Insulin was dispensed when they performed air shots with the suspect doser. Pt used bd ultrafine iii needles with the induo insulin doser. The pt did not perform a function check with the doser in question.

Event description:
Diabetic ketoacidosis and elevated blood glucose levels [diabetic ketoacidosis] elevated blood glucose levels [blood glucose increased] case description: a woman reported that her 11-year-old son, who was introduced to an induo insulin doser in 2003 for type I diabetes, experienced elevated blood glucose levels from 8/12/2004 to 8/19/2004 and was hospitalized for diabetic ketoacidosis from 8/15/2004 to 8/19/2004. The woman reported that the pushbutton on the doser in question started to become hard to depress on 8/12/2004. She suspected that the doser was not dispensing the correct amount of insulin. The boy's blood glucose levels started to become elevated. His blood glucose levels increased to over 500 mg/dl on 8/15/2004 and he went to the emergency room. He was experiencing diabetic ketoacidosis. On 8/16/2004 he was taken by helicopter to another hosp so he could be evaluated by his endocrinologist. He was admitted to the hosp where he was treated with insulin intravenously and his blood glucose levels normalized. The event resolved completely and he was discharged from the hosp on 8/19/2004. His blood glucose levels have been normal since he was discharged. Discharge summary was received from the second hosp where the pt was treated. The pt arrived at the second hosp by helicopter on 8/17/2004. The summary indicates that the pt began complaining of upset stomach two days prior to hosp admission, which was treated with mylanta. The day prior to admission, the pt awoke feeling sick and had one episode of emesis accompanied by abdominal pain. The boy did not check his blood glucose level that morning, but continued his usual insulin regimen. The mother indicated that since the boy is normally in charge of his own insulin regimen they do not watch him. That evening, the boy started breathing fast at approx 8:00 pm. The mother gave him one dose of klonopin (clonazepam) to treat what she believed was anxiety-related. The pt fell asleep and continued to breath heavily and his parents noticed cyanosis around his lips. At this point he was taken to the emergency room where he received a kub flim, IV fluids, and an insulin drip begun. His blood glucose levels were over 500 mg/dl. Upon transfer to the second hosp his blood glucose levels were still over 500 mg/dl. A CT scan of the abdomen was performed to rule out appendictis. The pt had a low grade fever in the last week, but did not display any symptoms of upper respiratory tract infection. He did have a sore throat five days prior to admission, for which he recieved two doses of omnicef (cefdinir). The pt's blood glucose levels were 327 mg/dl on admission to the second hosp, he was tachycardic with a regular rhythm and tachypneic. His acetone level was above 80 to 160. On admission the pt was started on d5 half normal saline at 150 cc an hour, and an insulin drip was begun six units per hour. Venous blood gases were drawn every two hours. Lytes, calcium, and phosphorous were drawn every six hours and kept npo. Most of the pt's ph was greater that 7.1. Twenty meg of kci was added to his IV fluids and potassium was added to his fluids. Extra oral potassium was also added with 15 meq three times daily and his potassium on discharge was 3.5. The pt tolerated all interventions well and stabilized rather quickly. The pt's condition on discharge was good. His parents were not monitoring his blood glucose levels, insulin regimen or diet prior to the event. The pt was educated by the reporting physician with regard to controlling his diabetes and a recommendation was made to his parents to allow the child to control his own insulin regimen, but to monitor him more closely. The hosp did not receive any info that indicated that the event was due to a malfunctioning device, but no causality assessment was reported. There have not been any recent changes in his diet, activity level or health status. The boy performs an air shot and changes the disposable needle before each injection. Insulin was dispensed when he performed air shots with the suspect doser. He uses bd ultrafine iii needles with the induo insulin doser. The boy did not perform a function check with the dose in question.